Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient experienced bilateral anisomastia. Per the surgeon¿s operative note, the breasts are mildly asymmetric with mild grade ii ptosis and displacement of implants. Skin envelope is loose with palpable implants, consistent with grace IV capsular contracture. Areola sensation is intact but reduced relative to normal from preoperative. Patient underwent replacement with unspecified breast implants on (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-feb-2020, mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, mentor became aware that the patient underwent explantation on (B)(6) 2020. Device evaluation summary: according to the information received, the patient developed capsular contracture and lymphadenopathy. During visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, mentor became aware that the patient now presents with markedly painful breasts with a nodule in the right axillary area. The breasts had gotten hard and this has progressed over the last six to eight months with pain, worse on the right than the left, and a tender node apparently in the right axillary area. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient did not undergo explantation and did not schedule a date for explantation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information that the patient is scheduled to undergo explantation on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 450cc smooth mentor memorygel breast implant and experienced postoperative grade 4 capsular contracture, confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019 and reportedly replaced with unspecified mentor gel breast implants. This medwatch report is for the right-sided implant.